Manufacturer narrative:
Updated sections: g-4, g-7, h-2, h-3, h-6, h-10. Internal complaint number: tw #: (B)(4). The device was returned to the factory for evaluation on 12feb2020 and investigated on 25feb2020. A visual inspection was conducted. Signs of clinical use were observed. Charred tissue and blood was observed on the heater wire. The hot jaw is discolored, charred and cracked indicating burn of device. The heater wire was observed to be slightly flexed away from the hot jaw at the center, but remained attached at the base and tip. The silicone insulation was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. Based on the returned condition of the device and the evaluation results, the reported failure "device remains activated" was not confirmed, but the analyzed failure modes "thermal decomposition of device" and ¿material twisted/bent¿ were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws would not stop burning even though toggle switch was not being activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws would not stop burning even though toggle switch was not being activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.